Event description:
It was reported that the surgeon attempted to insert the synfix ¿ lr implant using the synfix-lr synthes quick inserter / distractor. Upon engaging the minimally invasive aiming device that threads into the synfix implant, the surgeon realized that the device would not thread. The surgeon eventually had to remove the synfix implant with ruined threading and replace it with another. Surgery was performed successfully. There was a 45 minute delay. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. There are no visual defects related to the manufacturing process. Thread profile damaged on the side of the kugel (post production). All relevant features were measured and all passed the specifications. Product conforms from a manufacturing perspective. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the product development evaluation are as follows: the synfix-lr system is a comprehensive set of implants and instruments designed for stand-alone anterior stabilization of the lumbar spine from l2 to s1. The device in this complaint (08.802.004s, lot 8473403) is one of the set of several different sizes available. The drawings have been reviewed by chu. The technique guide outlines the standard procedures for implant. The aiming device is designed to thread into the central hole of the titanium plate. The warnings clearly state that an awl or screwdriver should not be used without the aiming device in place. Microscopic views indicate that there are nicks in the plate in areas outside of the central threaded area, and there is significant damage to the central threaded hole. Important notes also warn against cross threading and state that perpendicular positioning is paramount. A complaint history review indicates that there have been four (4) complaints of this type. The risk assessment adequately addresses the hazard and harm of this complaint. The exact details of this complaint are not readily available, the source of the damage to the device cannot be identified, and the complaint is deemed indeterminate from a design perspective. (B)(4). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.